Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer had failed and medications was not available for procedures. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer had failed and medications was not available for procedures. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and the medication were unavailable for procedures. The field service engineer (fse) had investigated an issue with a half-height matrix anaesthesia drawer that was unresponsive during application testing. The drawer was uninstalled and inspected, revealing a broken retractor band. The fse replaced both retractor bands and reinstalled the drawer. Functionality was successfully verified through application testing, and the customer subsequently tested and validated the repair. The system functioned as intended after the field service engineer repaired the device.